Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the boot of the sagittal saw attachment was missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the boot of the sagittal saw attachment was missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed. The service technician visually confirmed the boot was missing. Overly aggressive cleaning is a known cause to the reported event. After evaluation, the device was scrapped by the manufacturer.